Event description:
A pt rec'd skin irritation following use of system. The skin has healed but scars remain. Pt claim of loss of movement of left arm and loss of mass to underlying muscles have not been verified by a medical professional.